Manufacturer narrative:
A ge rep evaluated the system, and repaired the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system is displaying a collimator iris error message and the collimator is stuck closed. No pt injury was reported.